Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported on behalf of the customer ((B)(6)year old) that on (B)(6)2019, an adc freestyle libre sensor was applied to the (B)(6) arm and he subsequently experienced "bleeding". The sensor got detached and the customer was seen in the hospital where he was diagnosed with hyperglycemia as the insulin pump was not regulated as required. Customer was treated with a dose of insulin injection by the nurse.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of the customer (B)(6) that on (B)(6) 2019, an adc freestyle libre sensor was applied to the child's arm and he subsequently experienced "bleeding". The sensor got detached and the customer was seen in the hospital where he was diagnosed with hyperglycemia as the insulin pump was not regulated as required. Customer was treated with a dose of insulin injection by the nurse.